Manufacturer narrative:
Product analysis: visually confirmed approximately ~3 mm of the instrument tip has been twisted and sheared, consistent with interface during usage. Dimensional inspection of the inner shaft diameter confirmed conformance to print specification. Optical examination of the fracture surface reveals a fairly flat fracture surface and circular material displacement. The above findings are consistent with torsional overload. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent posterior intervertebral fusion surgery at l4/5 level for the treatment of lumbar spinal canal stenosis. During surgery, tip of the torque indicating driver broke during final tightening with torque limiting driver. Product came in contact with the patient. No fragment of the device remained in the patient. No patient complications were reported.